Event description:
It was reported to philips that the system's hard disk drives needed to be replaced, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) examined the system onsite and confirmed the reported problem. During troubleshooting, the fse found that the hdd was faulty. To resolve the issue, the fse replaced the hdd, host pc, ippc, and 3dws, and also re-coppered the system and reloaded the software. After replacing the faulty hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.